Event description:
A recent download from a female patient revealed several "abnormal shutdown" flags. Support sent the patient a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The cause of the reported problem was a defective programmable logic device (u3) on the computer/analog pca within the monitor. U3 is used to program most of the functions of the monitor including the delivery of pulses. The root cause of the u3 failure cannot be positively identified but was likely a random component failure. This is an unusual event. No adverse events resulted from the u3 failure. The distributor received a replacement monitor.